Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent thr. X rays showed loose and dislodged cup. Underwent the revision surgery on (B)(6) 2020 where the mpo 28 mm femoral head was up-sized to a 36mm. Mpo bone screws were changed from 1.5 cm and 2.5 cm to a 2 cm screw. The mpo cup and liner were replaced with another manufacturer implant.